Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump had severely scratched and cracked display window, cracked case at the display window corners, cracked battery tube threads, broken reservoir tube, broken reservoir tube window, broken belt clip slot and missing the end cap sticker.

Event description:
It was reported that the insulin pump alarmed for a button error after a shower. The blood glucose reading was 136 mg/dl. Customer was disconnected from the insulin pump when the alarm occurred. Nothing further was reported.